Event description:
A malfunction was reported, with no notable events occurring beforehand and no adverse impact on the customer's blood glucose level. Customer technical support provided information to reset the pump and assisted the caller in performing the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred.